Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging that his one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the reported issue began at unspecified date and time during the second week of (B)(6). A week after the reported issue began the patient to feel lightheaded, winded and lethargic. The patient went to the physician's office and was tested in the lab and was tested on (B)(6), 2010 at 10:30am and obtained a 319 mg/dl and was prescribed a "byetta injection". This is not the first time the product is being used. The patient denied any misuse of the product. The meter does not power on when pressing the power button. The patient was using the correct vial of test strips and the patient did not have replacement batteries to further troubleshoot. The product was replaced. No further clinical information was provided. It would have been helpful to know whether the patient continued to take his diabetes medication on a regular basis. It would have been also helpful to know how long the symptoms lasted. The complaint is being reported since the patient alleged that due to the meter not powering on, he was unable to test and developed symptoms a week later suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Allegedly, the component removed during the revision of another component.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.